Event description:
Rptr had device placed following a car accident in 1985. Rptr had chronic pain while device was implanted. In 1986, rptr had a surgical scrape done due to the chronic pain. In 1987 this procedure was repeated, and it was noted in her chart that a giant cell reaction was found at this time. In 1990, the rptr underwent removal surgery of the implant, however not all of the proplast could be explanted. During this procedure, major bone reconstruction took place, and a muscle was taken from the rptr's head to substitute for the implant.